Manufacturer narrative:
Continuation of d10: product ID {{l-evolutfx-2329 }}; product lot/serial number {{unknown}}; product type: {{compression loading system}}; implant date {{na}}; explant date {{na}} product ID {{d-evolutfx-2329 }}; product lot/serial number {{unknown}}; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant procedure of the transcatheter bioprosthetic aortic valve and electrocardiogram (ECG) identified a left bundle branch block (lbbb). The lbbb was resolving the following day. Unspecified treatment was reported. Diagnostics included an external heart monitor for two weeks at discharge. No patient complications were reported as a result of this event. The physician indicated the lbbb was causal related to the implant procedure and the valve.

Event description:
Additional information received corrected the previous information of unspecified treatment. It was now reported that treatment was not required for the left bundle branch block (lbbb). It was also updated that the left bundle branch block (lbbb) was not related to the implant procedure.

Manufacturer narrative:
Updated data: a2, b5 additional information received showed that there was no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.